Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the device, noise on the rv channel was observed. No electrical anomalies were detected. The lead was capped and replaced during device change out for normal eri. The patient condition is good.